Manufacturer narrative:
The received device had the cannula assembly fully deployed. A kink and bend was observed in the exposed portion of the soft cannula. It is unclear when the kink and bend occurred. The downloaded data showed no increase in pulse widths or signs of struggle during its run that would indicate a bend/kink in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation. The root cause could not be determined.

Event description:
It was reported that a patient's blood glucose levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A manual insulin injection was administered to treat the hyperglycemia.